Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the polyp was fully strangulated, but the polyp could not be completely removed. It was reported that there was no damage found to the device. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no visual defects. The device extends and retracts within specification. The complaint that the snare could not cut was not confirmed. The returned device does not have any visual defects nor functional issues, it was tested in the retroflex loop fixture and it extends and retracts within specification. The device did not show any evidence of the alleged issue, nor did it show any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the colon during a cold polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the polyp was fully strangulated, but the polyp could not be completely removed. It was reported that there was no damage found to the device. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.